Event description:
The patient programmer displayed the 'call your doctor' icon and indicated that the implantable neurostimulator was in a power on reset condition. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).